Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5mg/ml morphine at .5mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the hcp was unable to aspirate the catheter access port during a pump replacement. The hcp cut the catheter at the connector and attempted to aspirate and was unsuccessful. It was reported that there were no volume discrepancies at refills. The hcp replaced proximal catheter and connected to the new pump after a back table prime. It was unknown if the issue was resolved, and the patient's status was noted as "alive-no injury." No further complications were reported.